Event description:
It was reported by the customer that a pyxis medstation system had a screen issue. The customer stated that the station had a black screen and unable to turn on the station. The customer had a drawer issue previously, tried to recover the storage but station failed to turn on causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a screen issue. The customer confirmed that the issue is resolved and can procedure to cancel to case. The system functioned as intended after the customer troubleshooted the device.